Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 37752 lot# serial# (B)(4); product type recharger product ID 37743 lot# serial# (B)(4); product type programmer, patient product ID 39565-65 lot# serial# (B)(4), implanted: 2011 (B)(6); product type lead. (B)(4).

Event description:
The patient last successfully recharged ¿about a week ago¿. He turned the stimulation off on (B)(6) 2013 for a physical therapy procedure. He has not felt stimulation since as he has not been able turn the stimulation back on. He did not have diathermy or therapeutic ultrasound. He was not able to make communication with the recharger or patient programmer. There was a coupling problem. After performing the antenna locate feature six coupling boxes were filled out. The patient was going to charge his battery. Additional information has been requested.